Event description:
Hcp reported that in november 2001, the patient was seen in the office with the sole complaint of increased back pain. There were no withdrawl symptoms. An x-ray was done of the catheter and discovered it was broken. The patient was adequately treated with oral analgesics and both the catheter and the pump were replaced. The patient is reported to be doing well with good pain control with the pump.